Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit had purge retry failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information- additional point of contact (name: (B)(6), occupation: biomed, event site email: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was able to verify the discovered purge retry failures in the units fault log. To fix this issue, the fse replaced the fill manifold assembly and purge valve assembly. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.